Event description:
Spontaneous call from pt, states that "he believes he pressed the wrong button" on his pump: (B)(4), and now the pump will not load correctly. Pt states that he tried to go back on the main screen and now it asks for the security code to which pt was asking what it was. Advised pt "author" can reach out to cnss to help assist with pump, and if new pump is needed, pharmacy can ship. Message received from cnss to ship new pump. Pt using backup. No other info provided. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.